Event description:
The pt received an scs system including an ipg on (B)(6) 2007. It was reported that she is without stimulation and has not recharged her ipg for at least a year. In an effort to resolve this matter, a spacer kit was shipped to the pt. No further info is available at this time as all attempts to confirm resolution have been unsuccessful. According to the MFR's registration records, the pt's ipg remains implanted.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.